Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-05132, reference MFR. Report: 1627487-2019-05134.

Manufacturer narrative:
Two of the patient¿s lead model numbers, device information and implant dates are unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-05132, reference MFR. Report: 1627487-2019-05134. It was reported during a drg system explant on (B)(6) 2019 (please see MFR report #:1627487-2019-05124, 1627487-2019-05125, 1627487-2019-05126 and 1627487-2019-05127), the physician was unable to remove the entire lead at t1, despite performing a laminotomy. A small portion of the lead remains in the epidural space. There is no further intervention planned to remove this piece. It is unknown which lead was unable to be removed, therefore all three leads are being reported.